Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for the reported guide wire was unable to be reviewed, as the lot number was not provided. The diamondback 360 coronary orbital atherectomy system instructions for use manual states that perforation is a possible adverse event which can occur with use of the system. Additional patient and device information have been requested, but have not yet been received. If additional information is received a supplemental report will be submitted. (B)(4).

Event description:
During advancement of the viperwire guide wire to the distal side of the left anterior descending artery, a vessel perforation occurred. The target lesion was 95% percent stenosed, and treated via the femoral approach. Balloon angioplasty was performed, and little to no perforation remained. Treatment was continued and the procedure was completed with the use of orbital atherectomy and stent placement. The patient was reportedly well.

Manufacturer narrative:
Updated fields: a2, a3, a4, b4, d4, g4, g7, h1, h2. Csi ID# (B)(4).